Manufacturer narrative:
Device evaluation: weight to the spec, deformation, crease fold, wear abrasion. Cloudy and bubbles were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. Was observe crease. However, not is considered workmanship, due to the device was explanted.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.